Event description:
It was reported that the insulin pump was not delivering basal deliveries due to an occlusion. The customer did not know the blood glucose reading. He stated that he could feel and smell insulin coming from the end of the tubing. He was advised to return the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.